Event description:
It was reported that during the lead implantation procedure, the stylet could only be withdrawn about 10 cm before getting stuck. The physician elected to cut the stylet and decided to leave the remaining in the lead. The procedure was completed successfully without adverse consequences to the patient.